Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device mmb952 number, and no non-conformances related to the reported complaint condition were identified. Additional summary: received for analysis twelve unopened samples of product code w8704, lot mmb952. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device mmb952 number, and no non-conformances related to the reported complaint condition were identified. Additional summary: received for analysis twelve unopened samples of product code w8704, lot mmb952. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture and needle easily separated. There were no adverse patient consequences reported.